Event description:
It was reported that the patient was experiencing low blood glucose levels (specific levels not provided) and had collapsed. The patient's partner removed the pod and called the paramedics. No specific treatment was mentioned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.